Event description:
During the attempted filter retrieval, the pin vise on the snare came loose and fell on the floor. The snare was almost lost in the touhy-borst. The filter appeared to be anchore into the ivc with a stent on or near the distal portion of the filter struts. When the attempt to retrieve the filter was abandoned, the snare could not be removed from the filter hook. After much manipulation the snare frayed and fractured away from the filter, leaving part of the snare in the sheath and part of it in the patient. The separated segments were successfully retrieved without incident.